Event description:
The customer returned the sheath to the service center for a separate issue. During the device analysis, a cracked ceramic tip was found. There was no patient involvement.

Manufacturer narrative:
B3: olympus detected this issue during servicing and there was no information of the date of event of the customer reported event. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: excessive force was applied or contact with a sharp edge should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.